Event description:
The report stated that during preparation for the radio frequency ablation procedure, the surgery confirmed the water leakage from the handle of the ablation needle. There was no impact to the pt.